Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a hard drive was failed. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station's experienced a hard drive failure, displaying a black screen with a blue box prompting for a password. As a result, logging into the device was not possible. The field service engineer (fse) stated that the issue had occurred during the station upgrade and resolved it by performing a power cycle on the station. The system functioned as intended after the field service engineer investigated the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a hard drive was failed. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.